Event description:
A malfunction was reported on the pump, causing the customer's blood glucose level to exceed 500 mg/dl, displaying a "high" value. There was no reported adverse action taken by the customer to address the high blood glucose level, aside from contacting technical support. Technical support provided pump reset information, assisted in resetting the pump, and advised the customer to call back if the malfunction recurred. The customer understood and acknowledged the instructions provided.